Manufacturer narrative:
This is a follow up report for information that was not included in the initial report. Added UDI # (B)(4).

Event description:
It was reported that a patient experienced a dental implant loss.

Event description:
Implant loss; this implant was placed in a grafted site, fitted with a provisional crown but when the crown was removed to take impressions the implant failed. 2023-10-25 ba immediate loading, crown was made on the placement head, which is against indication.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.